Event description:
The patient reported that while testing out a wireless microphone worn around the neck and approximately two inches from the device, the patient started to feel lightheaded and dizzy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead, (B)(6) 2012. (B)(4).